Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient wanted to know how to turn device off for MRI. They mentioned they would be laying there and their stimulator would jolt or shock them in their back where the stimulator was. This began in 2019. They demanded to see a urologist. They thought the lead came out or something. They said it hurt to lay on their back. They wanted to know if losing weight could have caused this. They lost quite a bit of weight; 70-100 pounds over 4 years, and the implant moved around in the pocket. They were 267 pounds, they were down to 170 pounds. They started losing weight because when they go the implant they were told they were obese and they didn¿t' want to be. Patient successfully turned stimulation off on the call.